Event description:
It was reported that this left bundle branch lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the physician wanted to try a different lead due to the physician couldn't get the placement he wanted.

Event description:
It was reported that this left bundle branch lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of placement difficulty and the observation of a deformed helix tip. Helix tips which are deformed are a known risk for active fixation leads.

Event description:
It was reported that this left bundle branch lead was explanted due to unknown cause. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the physician wanted to try a different lead due to the physician couldn't get the placement he wanted.